Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6)-2008 the patient underwent x-rays of the lumbar spine with bending. Impression: normal lumbosacral spine. (B)(6)-2008: the patient presented with preoperative diagnoses of lumbar degenerative disc disease with left sided foraminal stenosis. The patient underwent the following procedures: left l5-s1 hemilaminotomy, facetectomy, and nerve root decompression; l5-s1 posterior spinal fusion; l5-s1 posterior segmental instrumentation with pedicle screws and rods; local autograft harvest; rhbmp-2/acs application. Per the op notes, after completing the laminotomy, the transverse processes and sacral ala were decorticated, and instrumentation was implanted. Following final tightening of the locking screws. The autograft bone harvested locally was then impacted bilaterally over rhbmp-2/acs. It was packed over the transverse processes and the dorsal sacral ala. No complications were noted. (B)(6)-2008: the patient was discharged home. (B)(6)-2011: the patient underwent MRI of the lumbar spine. Impression: l2-3, minimal facet arthrosis and ligamentum flavum hypertrophy, neural foramina and exiting nerve roots show no abnormality; l3-4, minimal facet arthrosis and ligamentum flavum hypertrophy. (B)(6)-2011: the patient presented with chronic back pain and post laminectomy back syndrome. (B)(6)-2011: the patient presented with lower back and bilateral leg pain. Physical exam suggests sacroiliitis versus discogenic lumbar pain. Assessment: post laminectomy syndrome lumbar. (B)(6)-2012: the patient presented with low back pain, issues with controlling emotions, and a diagnosis of osteoarthritis from his rheumatologist. Assessment: post-laminectomy syndrome; generalized osteoarthritis; lumbosacral spondylosis without myelopathy. (B)(6)-2012: the patient presented with arthralgia. The patient underwent x-rays of the feet and hands. Findings: no evidence of inf lammatory arthropathy; there is radiopaque foreign body in the soft tissues superficial to the hyperthenar eminence. The patient underwent ultrasound of both hands/wrist. Findings: mild synovial hypertrophy of the bilateral, dorsal wrist joints without hypernemia, no synovitis. The patient underwent maxillofacial CT with contrast. Findings: very minimal mucosal thickening involving nasal turbinates, ethmoid air cells, and right maxillary sinus. (B)(6)-2012: the patient underwent CT of the abdomen and pelvis. Findings: lower thoracic spine inferior endplate abnormality most likely represents schmorl node; scattered small to borderline mediastinal and bilateral hilar lymph nodes. (B)(6)-2012: the patient underwent a bone scan study. Impression: no suspicious areas of altered radio-tracer uptake. The patient also underwent MRI of the lumbar spine with and without contrast. Impression: stable appearing hardware in the l5 and s1 vertebra, without worrisome signal alterations of the marrow spaces of the vertebral bodies. Minimal degenerative changes observed in the lumbar spine without evidence of compromise of the spinal canal. (B)(6)-2012: the patient underwent implantation of a spinal cord stimulator under fluoroscopic guidance. No complications were noted. (B)(6)-2012: the patient presented for removal of leads of his spinal cord stimulator. (B)(6)-2012: the patient presented with pain that has returned to its old pattern. He states he is having good relief with the stimulator. He is looking forward to getting the permanent implant asap. (B)(6)-2012: the patient presented with chronic back pain with pain and numbness radiating down both lower extremities. (B)(6)-2012: the patient presented with a significant decrease of his back pain. He states he has increased pain in his tailbone after working in the pasture and riding his tractor for an extended period of time. Assessment: coccydynia; postlaminectomy syndrome; osteoarthritis, generalized; lumbosacral spondylosis without myelopathy; fibromyalgia/ myofascial pain. (B)(6)-2013: the patient presented stating he had 3 episodes of paraesthesia of warm water running down his back and legs. Assessments: coccydynia; postlaminectomy syndrome, lumbar; osteoarthritis, generalized; lumbosacral spondylosis without myelopathy; wegener's syndrome; fibromyalgia/myofascial pain. (B)(6)-2013: the patient presented with fatigue, anhedonia, short term memory loss, sweating, diffuse pain, anorexia, episodes of nausea, dyspnea with minimal exertion, muscle atrophy (thighs), and general weakness. (B)(6)-2013: the patient's CT of the thorax was found to have no abnormalities. Labwork was pertinent for low cortisol <(><<)>. (B)(6)-2013: the patient presented with back pain. New assessment added: chronic pain syndrome. (B)(6)-2013: the patient presented with gradual return of pain and swelling in his hands and knees with return of more prolonged stiffness.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.